Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the issue of the device sensing the cassette was confirmed. The issue was found to be calibration related. The downstream occlusion (dso) sensor was calibrated to fix the issue.

Event description:
The device was returned due to a cassette was not attached properly error. There results of the investigation confirmed the high priority alarm as a result of a sensing issue. There was no patient involvement.